Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that shortly after implant of the device, the patient developed a small pneumothorax. The patient remained asymptomatic and was saturated on room air 98-99% throughout the hospital stay. The device remains in use. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.